Event description:
It was reported that a dissection occurred. A 6mm x 120mm x 150cm sterling balloon was selected for use in an angioplasty and stenting procedure. The patient presented with stenosis in the superficial femoral artery (sfa). During the procedure, a dissection occurred. The dissection most likely occurred post angioplasty. One eluvia stent was implanted to treat the dissection. Two additional eluvia stents were implanted in different areas of the sfa to treat the stenosis. The procedure was completed, and the patient was expected to fully recover.